Event description:
A 3/4 cm burn to right upper lip. After close examination of insulation coating on reusable bovie extender, small break noted in insulation. Note: intervention, surgeon determined full thickness burn; burn area excised and repair completed.